Event description:
The customer reported an alarm led failure and inquired about the user interface pcba. There was no patient involvement. The remote service engineer advised the customer the gen 2 user interface pcba is backwards compatible if they are running software 2.10 or higher. The customer replaced the user interface pcba and the issue was resolved.